Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The pt reported that she was sick and throwing up on the same day from 5:00 am to 4:00 pm. The pt reported that her blood glucose prior to the hospitalization was >400 mg/dl. Upon admission, the pt's blood glucose was 319 mg/dl. The pt was diagnosed with dka and dehydration. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.